Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold was sticking. Additional malfunctions include the power switch for the control panel had a short circuit, the hose clamp for the manifold needed replaced, the zip tie for the manifold pe valve needed replaced, the filter was dirty, and the pe valve was leaking.